Event description:
It was reported the pacemaker was pacing vvi at 100 bpm without a magnet placed nearby. The event was initially resolved by turning magnetic response off. At a subsequent follow-up, premature depletion was observed. The event was then resolved by explanting and replacing the device. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of premature discharge of battery, inappropriate magnet response and inappropriate lv output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6)2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Please note that the device was implanted in 2020 but the exact date of implant was not known.

Event description:
It was reported that the device was found in backup mode. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.